Event description:
Caller reported that their t:slim x2 pump battery would not charge, and the pump screen was dark, preventing confirmation of any alerts. Despite using different wall adapters and charging cables, the issue persisted. There was no reported impact to the customer's blood glucose level. Technical support arranged to send a replacement pump and instructed the caller to let the current pump's battery fully deplete before returning it to tandem. The caller is advised to reach out to their healthcare provider for backup therapy.